Manufacturer narrative:
Event: upon follow up it was reported the extracorporeal blood returned to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest distress within 30 minutes of dialysis treatment. The treatment was stopped immediately. The patient was given oxygen and intramuscular injection of diphenhydramine (20mg). Thirty minutes later, the symptoms were in remission and the dialyzer was replaced to continue with the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.